Event description:
It was reported that the user was performing a full supply change on the ilet pump and inadvertently selected ¿yes¿ to seeing drops when none were observed, exited the guided process while unlocked, and required assistance to return to the step to press and hold for fill, after which the user successfully filled the tubing, inserted the infusion set, filled the cannula, and resumed insulin delivery, consistent with a use-of-device problem with no specific component implicated. There were no reportes clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and pointed to user interaction during the supply change workflow as the precipitating factor without a discrete device component failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.